Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After percutaneous transluminal angioplasty (pta), the air pressure of the balloon of a 5f mynxgrip vascular closure device (vcd) gradually disappeared and the balloon decreased, so it could not be used. There was no reported patient injury. Mynxgrip was put in the unknown sheath and inflation was performed. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: after percutaneous transluminal angioplasty (pta), the air pressure of the balloon of a 5f mynxgrip vascular closure device (vcd) gradually disappeared and the balloon decreased, so it could not be used. There was no reported patient injury. The mynxgrip was put in the unknown sheath and inflation was performed. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The sealant was abutting the balloon and the advancer tube was engaged to the distal tamp lock. The procedural sheath was not returned. The catheter was inspected for anomalies and no anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water, the results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a radial tear in the balloon, approximately 4 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1917703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a tear in the balloon, approximately 4 mm from the balloon¿s proximal tip. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.